Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and failed; j3 is disconnected from pcb and/or usb pin(s) are damaged. The receiver could not be charged and rebooted. Functional testing and the receiver log could not be downloaded due to j3 is disconnected from pcb and/or usb pin(s) are damaged. The reported event of an error icon display was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.